Event description:
It was reported that the device resettled after an external defibrillation. Over the prior two days, a large number of appropriate shocks for vt/vf were recorded. Extended charge times and oversensing of ventricular noise was also observed. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.